Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge leaked from the septum. Customer's blood glucose level was between 100-150 mg/dl. Reportedly, the customer elected to continue using the same cartridge.